Event description:
#Medwatcher #(B)(4). Severe itching, migraines consistent cramping, bloating, bleeding after sex, severe menstrual cycles, severe bleeding, back aches, mood swings, painful intercourse, loss of energy, depression.